Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed an error in the motor. The error was detected by reading unexpected value from hall sensor. The customer blood glucose level was 134 mg/dl at the time of the incident. Customer also stated that insulin pump had blank display and display returned after the pump restart. The device will not be returned for analysis.